Event description:
The hospital biomedical engineer reported that the perfusionist encountered an issue with the mps console during use. The report stated that the vent valve remained open on the console during the procedure. There were no patient complications reported as a result of the alleged issue. The console was returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint condition was duplicated. The fluid level sensor's solder joints were broken as a result of excessive vibration on the sensor. The sensor was replaced and the console was verified to pass all operational verification tests.